Event description:
It was reported that externalized conductors were observed. No change in electrical parameters. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).